Event description:
It was reported that a pump triggered an altitude alarm, which led to the suspension of insulin delivery. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The technical support team provided instructions to clean the speaker holes and reconnect the cartridge; however, the alarm continued with a new cartridge. The customer was advised to wait for additional moisture to evaporate and opted to follow up independently. No further information on the resolution was received.